Manufacturer narrative:
Lot # - the suspect lot numbers were 60254665, 60252846, and 60250610. (B)(4). The actual devices were not available; however, photographs of the samples were provided for evaluation. The returned photographs were evaluated, and it was noted that two (2) clamps were cracked and broken. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspect lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a sample evaluation for a report of defective clear clamps of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags, it was discovered that the clamps were damaged and broken into pieces. The clamps were broken during an unsecured process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.